Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, their sensor wire was detached. The sensor insertion was at the abdomen on (B)(6) 2016. Patient reports that sensor wire remained under the skin. No additional event or patient information is available.